Event description:
Customer complaint (recalled product): device controller setting (hi, med or low) results in max heat to the pad and cannot be used for more than a few minutes without burning the customer's skin.